Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro laa closure device & delivery system (wds) was implanted on (B)(6) 2025. The patient was discharged. Per radiology report the closure device is incompletely endothelialized with contrast opacification into the laa. There is a possible small peri device leak measuring less than 3 mm and a thrombus measuring 6 x 4 x 4 mm appears to be attached to the atrial side shoulder of the closure device. There were no patient complications. No further information was provided at the time of this report.